Event description:
A female pt was accessed in the right upper extremity with a 7fr sheath into the grafted area. A 12x4x80 admiral extreme was used to dilate the lesion at the junction of the svc. A 10cc syringe was used to dilate the lesion in a slow inflation rate. The balloon ruptured circumferentially and the distal portion of the balloon separated from the shaft of the balloon. The embolized piece of balloon was retrieved using a gooseneck snare. The pt was stable post case. No injury to the pt was reported.